Manufacturer narrative:
The customer indicated the use of a qualified company cartridge and company device handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/company device combination used. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated was not qualified for the lens/ company device combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a weird line was noticed on the lens by surgeon after the lens was inserted into the eye. The iol was removed and replaced with another lens during the initial procedure. Additional information was requested.